Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test and unable to prime during prime/a33 test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error after it had been dropped the day prior to the call. The blood glucose reading was 267 mg/dl, which was treated with the insulin pump. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.